Event description:
Procedure type: lap chole. According to the reporter: prior to the procedure, the cannula disengaged from the hub easily. This instrument was not used on the pt. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).